Manufacturer narrative:
Sc-1416, serial number (B)(6): analysis of the returned ipg revealed no anomalies. Engineers concluded that the reported allegation of pain at the ipg pocket site and intermittent stimulation are known inherent risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the instructions for use.

Event description:
It was reported that the patient experienced pain at the spinal cord stimulation (scs) implantable pulse generator (ipg) site. It was noted that the patient is very thin, and the scs lead could be felt just under the skin. Additionally, the ipg turned off by itself many times every week, without the patient touching the remote control, and their pre-existing pain returned. The patient had not been exposed to strong magnets, induction or any other electromagnetic disturbances. It was noted that the patient uses a lymphatic massager. A magnet reset was performed, and the remote control was replaced, however the issue persisted. An ipg database analysis was performed which revealed that the reported complaint of stimulator resets could not be confirmed. The patient underwent an ipg replacement procedure primarily due to the pocket pain, however also due to the ipg turning off by itself. The physician wanted to give the patient a smaller sized rechargeable ipg. The patient was doing fine postoperatively.

Event description:
It was reported that the patient experienced pain at the spinal cord stimulation (scs) implantable pulse generator (ipg) site. It was noted that the patient is very thin, and the scs lead could be felt just under the skin. Additionally, the ipg turned off by itself many times every week, without the patient touching the remote control, and their pre-existing pain returned. The patient had not been exposed to strong magnets, induction or any other electromagnetic disturbances. It was noted that the patient uses a lymphatic massager. A magnet reset was performed, and the remote control was replaced, however the issue persisted. An ipg database analysis was performed which revealed that the reported complaint of stimulator resets could not be confirmed. The patient underwent an ipg replacement procedure primarily due to the pocket pain, however also due to the ipg turning off by itself. The physician wanted to give the patient a smaller sized rechargeable ipg. The patient was doing fine postoperatively.